Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of waste leakage without bleach not contained within the instrument was due to a worn waste connector on the aspirator arm. The fse (field service engineer) confirmed the issue and replaced the bad part. No return sample was requested for evaluation because the part is not returnable and was used from non-inventoried stock. After the repair, the instrument was tested and was performing normally with no further leaks. Although the leak was waste and potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they were wearing proper ppe (personal protective equipment). Bd facscanto ii instructions for use (IFU), #23-20269-00, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. After the repair, the instrument was rebooted, tested, and functioning as expected. The safety risk is low as there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that during use with a bd facscanto¿ ii that the waste line leaked outside of instrument. There was no report of patient impact. The following information was provided by the initial reporter: leaking 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. What is the source of leak -- waste line or non-waste line? Waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No. 8. If waste leak kindly confirm whether it is mixed with bleach and decontaminated? No. Could you please confirm whether the issue was resolved and the instrument working normally within bd specification ? Yes. Could you please confirm if any patient results were affected by the issue? No, they were not.¿

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii that the waste line leaked outside of instrument. There was no report of patient impact. The following information was provided by the initial reporter: leaking. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. If waste leak kindly confirm whether it is mixed with bleach and decontaminated? No. Could you please confirm whether the issue was resolved and the instrument working normally within bd specification ? Yes. Could you please confirm if any patient results were affected by the issue? No, they were not¿.